Event description:
Patient representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: diagnostics and explant; left breast tightness; breast cellulitis; mental pain; anguish and anxiety; past and future economic and non-economic damages, including medical care costs and mental pain and suffering. Plaintiff has not been diagnosed with bia-alcl." The reported "scarring and disfigurement" has been deemed not related to the device. This record is for the left side. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cellulitis.